Event description:
It was reported that the device could not be interrogated. The patient also has an lvad (left ventricular assist device) implanted. Technical services discussed possible interference with telemetry caused by the lvad. The physician elected to explant the device.

Manufacturer narrative:
No medwatch form was received.